Event description:
10/98 and on 12/23/98. Both skin test results were negative. In 1999, the pt was initially treated into the right and left nasolabial folds and both oral commissures. In 1999 a second treatment was administered into both nasolabial folds and both oral commissures. On 9/13/99 the pt presented with erythema over both nasolabial folds, without pain or pruritis. Intermittent, clear drainage was noted. The oral commissures were asymptomatic. A topical corticosteroid cream was prescribed for three weeks to be applied to the nasolabial folds. The physician believed the symptoms might possibly be related to hypersensitivity. On 10/4/99 the physician administered a third collagen test into the pt's left forearm. The pt was scheduled for recheck on 10/11/99. The pt was most recently examined on 11/2/99. The physician noted continued redness and induration at the nasolabial fold treated sites. The pt had noted intermittent flaring of the symptoms. There were still no symptoms at the oral commissure treated sites. The physician believed the symptoms were possibly related to hypersensitivity and prescribed a medrol dos pak on 11/2/99. As of 11/16/99, the pt has not been reexamined since 11/2/99.